Event description:
It was further reported that the display was cracked at one of the corners.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer's display was not responding to stylus due a defective xy board. Analysis was unable to determine that the programmer's display was not responding to touch due to older software version. Analysis was able to confirm the customer comment that the monitor hinge was unable to set properly as the upper display hinges were broken. Analysis was unable to confirm the customer comment that the programmer made beep sound and was unable to interrogate devices. Analysis was able to confirm the customer comment that the cover of the power cable compartment was removed as the power cable compartment was broken. Analysis was unable to confirm the customer comment that the display was cracked at one of the corner. It was noted that the upper handle cover and the right overlay latch hasp were broken. It was further noted that the upper right and both lower bu llet covers were broken. Additionally the hardware on the hinge plate was missing. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final f unctional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was not responding to touch and stylus. It was noted that the screen did not work and the monitor hinge was unable to set properly. The programmer also made beep sound and was unable to interrogate devices. The cover of the power cable compartment was removed. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.